Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.